Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient experienced high blood glucose level due to sets falling off event on (B)(6) 2026. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 (B)(4) MDR 8021545-2026-00708. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: review of complaint record database 2576414 event description and all available information was completed, and lot number 6015507 was provided. Complaint was classified under malfunction code: adhesive patch completely detaches during use- detachment / significant wetness. No products or pictures were returned with the complaint to aid in the investigation. Corrective and preventive action (CAPA) determination: during the investigation, a CAPA related to adhesive issues was identified. CAPA-2010953 was opened 18-sep-2024 for adhesive related complaints and bounding covers mio advance products and the time period reviewed. Root cause of problem: the root cause concluded that there is no evidence of a systemic adhesive issue extending to the 3-day adhesive, however there is also a lack of design verification peel-test data for these devices along with the same validated test methods to quantify adhesion performance. Corrective action as a result of the investigation: all corrective actions related to neria guard have been implemented. Summary conclusion: based on no products returned to test, and CAPA-2010953 investigation conclusion, the complaint will be closed as complaint unconfirmed as analyzed.